Event description:
Incoming information notes ¿swelling and redness noted at the device incision site¿ and the ¿device and all 3 leads (ra, rv, and capped rv) all explanted today, (B)(6) 2024¿. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Ref reports: mw5154887, mw5154888.